Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. The serial number is unk so the device manufacture date is unk. Actual device was returned to the manufacturer on (B)(4) 2011. These are known malfunctions due to wear and tear. Evaluation summary: this risk being evaluated for this medical device report is the torn pads on the surgical table. Surgical table pads (visco pads/mattress pads) are made of (B)(4), however, if they are torn and account chooses to use them, then they can potentially spread infections. The root cause is likely wear and tear that can be intensified by user misuse. In this case, the user stopped using the table and will be able to replace the defective parts. No adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that in or1, the vertier surgical table pad is torn and needs replacement.